Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the emergency room after receiving inappropriate therapy for svt. Review of the episodes showed svt and vt due to pvcs. Programming changes were made. Further actions will be discussed with the physician.